Manufacturer narrative:
According to the customer, "the catheter was not draining.". The nozzle was replaced, then later it was noticed that "the valve broke off inside the patient.". The customer went to the emergency room, an ultrasound was performed and "they could see the piece of catheter was still inside the bladder.". Customer was admitted to the hospital and subsequently had a cystoscopy done to remove the piece of catheter. No additional information at this time. The product has been requested for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "the catheter was not draining.". The nozzle was replaced, then later it was noticed that "the valve broke off inside the patient.". The customer went to the emergency room, an ultrasound was performed and "they could see the piece of catheter was still inside the bladder.". Customer was admitted to the hospital and subsequently had a cystoscopy done to remove the piece of catheter.